Manufacturer narrative:
(B)(4). Evaluation: results: (cva/stroke).

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the mid lad during index procedure. Pt was asymptomatic/free of symptoms at 30 day, 6 month and 2 year f/us. It is reported that the pt suffered an ischemic stroke approx 27.5 months post index procedure. The pt presented to the emergency department with a two day history of left sided weakness and dysarthria. CT scan of the head and CT angio were normal. It is reported that the pt was diagnosed with a lacunar stroke. Stroke diagnosis was confirmed by a neurologist. Investigator indicated that the event was not related to the study stent. (Ref MFR #9612164-2011-00222).

Manufacturer narrative:
Evaluation results - inherent risk of procedure (stroke).

Event description:
It is reported that the patient suffered a stroke approximately 49 months post index procedure. Investigator indicated that the reported event was not related to the study device.